Manufacturer narrative:
P-cap locked in place properly during testing. Device received with constant critical pump error (open book) after battery installation and unable to download, (thus software) problem isolated to electronic assembly. Unable to perform functional test including self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Force sensor zero offset measured within specific range. (22.5 millivolts) no physical damage noted during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Device received with critical pump error (open book) after battery installation and unable to download, problem isolated to electronic assembly. Unable to perform functional test including self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Force sensor zero offset measured within spec range.

Event description:
Customer reported via phone call that the insulin pump had critical pump error. The blood glucose level was unknown at the time of incident. The customer stated that they received pump error prior to critical pump error. Troubleshooting was performed for critical pump error. The insulin pump will be returned for analysis. Svn (B)(4) created to correct mmt # in svn (B)(4).